Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 30 mg/ml at 7mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the physician reported a granuloma at the tip of the catheter. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if there was any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the catheter was replaced and the old catheter was left in the patient. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.